Event description:
Device malfunction [device malfunction], could not walk [walking difficulty], hot flashes in the knee [hot flashes], heat coming from it [feeling of warmth], pain [knee pain]. Case narrative: based upon additional information received on 14-jan-2019, this case initially assessed as non-serious was upgraded to serious as event of device malfunction was added (seriousness criterion: medically significant). This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after 1 day could not walk, pain and after unknown latency had hot flashes in the knee and heat coming from it. Additionally, event of device malfunction was added for the identified lot number. Patient's medical history was significant for arthrodesis right knee, left carpal tunnel syndrome, cervicalgia, malignant melanoma, generalized oa, gerd, atypical chest pain, black lung disease, primary osteoarthritis of left knee, complex tear of lateral meniscus of left knee as current injury, complex tear of medial meniscus of left knee as current injury, right wrist pain and complex tear of triangular fibrocartilage of right wrist, cancer and had broken his hand about a week prior to the synvisc-one injection. Concurrent conditions included hypertension and diabetes mellitus. Concomitant medications included salbutamol (albuterol hfa); ergocalciferol; glimepiride; hydrocodone bitartrate, paracetamol (norco); plantago major extract (lancetan); insulin detemir (levemir); glyceryl trinitrate (nitrostat); rabeprazole sodium (aciphex); metformin hydrochloride, sitagliptin phosphate (janumet [metformin hydrochloride;sitagliptin phosphate]); and valsartan (diovan). On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection at 6ml once (batch: 7rsl021) for primary osteoarthritis in left knee. The patient was placed in supine or seated position, injection site was prepped with freeze spray and a 22 gauge needle was used to inject synvisc one. No complications were noted. On (B)(6) 2017, 1 day after the injection, patient experienced pain and could not walk for 10 days. Patient did not inform his doctor of his symptoms because he thought they were normal with the injection. Patient was still having pain in his knee and was still having problems walking. On an unknown date, after unknown latency, patient had hot flashes in the knee and heat coming from it. It was reported that the patient's hand did not seem to be healing and was still painful. On (B)(6) 2017, patient reported for his follow up visit and issues pertaining to his primary osteoarthritis of left knee, complex tear of lateral meniscus of left knee as current injury, complex tear of medial meniscus of left knee as current injury, right wrist pain and complex tear of triangular fibrocartilage of right wrist were addressed. The patients blood pressure was noted to be 169/96 and pulse was 65 the same day. Patient would have appointment with his doctor on (B)(6) 2018. On (B)(6) 2018, patient reported for his knee pain follow up and issues pertaining to his meniscus injuries, wrist fracture and osteoarthritis were discussed. The patients blood pressure was noted to be 170/72 and pulse was 79 the same day. Corrective treatment: not reported for all events. Outcome: not recovered for could not walk and pain; unknown for other events. Seriousness criterion: medically significant for device malfunction. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 05-feb-2018. Global ptc number and ptc results were added. Additional information received on "14-jan-2091" from lawyer. Case upgraded to serious. Case classification updated to legal. Patient demographic updated. Medical history of arthrodesis right knee, left carpal tunnel syndrome, cervicalgia, malignant melanoma, generalized oa, gerd, atypical chest pain, black lung disease, primary osteoarthritis of left knee, complex tear of lateral meniscus of left knee as current injury, complex tear of medial meniscus of left knee as current injury, right wrist pain and complex tear of triangular fibrocartilage of right wrist added. Concurrent condition of hypertension and diabetes mellitus added. Suspect product injection date updated and lot no 7rsl021 added. Concomitant medications of salbutamol (albuterol hfa); ergocalciferol; glimepiride; hydrocodone bitartrate, paracetamol (norco); plantago major extract (lancetan); insulin detemir (levemir); glyceryl trinitrate (nitrostat); rabeprazole sodium (aciphex); metformin hydrochloride, sitagliptin phosphate (janumet [metformin hydrochloride;sitagliptin phosphate]); and valsartan (diovan) added. Event of device malfunction added. Clinical course updated. Text amended accordingly.